Manufacturer narrative:
The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump and the transmitter were not in the same room, causing multiple out of range issues between the transmitter and pump. Customer declined assistance from tandem technical support regarding the issue. There was no reported adverse impact to the customer's blood glucose level.